Event description:
During an atrial fibrillation procedure, transseptal was achieved with a non-abbott (boston scientific versacross connect). The agilis 13f sheath was exchanged over an unknown wire. The agilis sheath was prepped in normal fashion, but after insertion into the left atrium, it was noted that the valve was leaking blood. The sheath was exchanged and the procedure was completed with no adverse consequences to the patient.